Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter had poor packaging perforation that couldn't be torn before use. This occurred on 50 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer couldn't torn the perforation."

Event description:
It was reported that the bd insyte¿ IV catheter had poor packaging perforation that couldn't be torn before use. This occurred on 50 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "customer couldn't torn the perforation."

Manufacturer narrative:
H.6. Investigation: four photos and two samples were received by our quality team for evaluation. Upon visual inspection and perforation testing, signs of peeling off was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the packaging perforation station, there is a perforation knife to create perforated cuts. Based on the investigation, the probable root cause could be due to the perforation knife being blunt, causing the unclear perforation cut lines.